Manufacturer narrative:
The pt's nephrologist was notified and it was determined that the pt could be discharged to home without any further treatment. Other than the 500 ml of normal saline there was no medical intervention nor was any serious injury sustained. On december 08, 2006, gambro us technical services (gusts) field rep inspected the phoenix machine and found that the "blood in dialysate" alarm was due to the tubing disconnect in the hydraulic circuit and he repaired it. He performed checkout procedures per MFR's specifications to the following items: pi/po pressure sensors, uf vessel, total uf accuracy and mass balance test. He checked the hydraulic system for leaks and proper tubing connections. Technical assist services (tas) stated that this problem would explain the excessive fluid removal that the pt experienced. The machine was placed back into service with no further complaints received.